Manufacturer narrative:
The tech found the brake caster needed adjusting. Per the hill-rom service manual, the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The tech adjusted the left head brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the left head brake caster is not holding. No patient injury reported.